Manufacturer narrative:
The customer reported a navigation ring was not responding. The issue was initially found during preventive maintenance. The philips service engineer replaced the unit's front bezel to resolve the nav-ring issue. The unit passed required performance verification tests per philips standards and was returned to use. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31aug2020.

Event description:
The customer reported navigation (nav) ring is not working. There was no patient involvement or user harm reported at the time the issue was discovered. The customer confirmed issue was identified during preventive maintenance (pm) service.